Event description:
The operator moved the tube arm into the head of an anesthesiologist. Apparently, the tube arm caused a laceration that required stitches. The table was checked by service personnel and found to be working properly.